Event description:
It was reported that bd needle eclipse s/t 25x5/8 rb needle shield broke. The following information was provided by the initial reporter, translated from french to english: description of the facts by the ide: "after giving a subcutaneous treatment to a patient, I wanted to close with the safety of the needle but it broke in two and the needle twisted" there were no clinical consequences or aes following this incident.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305670 and lot number 2403006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through examination of the sample, the safety shield was observed broken at the pivot component and the cannula was bent. Based on the provided feedback, we understand that the issue occurred during use when the customer went to activate the shield, resulting in breakage and a bent needle. We cannot discard the handling of the product as a potential cause. We recommend that the instructions for use are closely followed. Every lot manufactured is tested for final safety shield activation testing prior to release. The assembly process has an inline inspection system which inspects all product for proper opening and activation and rejects any defects identified. At this time, an exact cause could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.